Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 1999. Subsequently, a fracture repair procedure was performed on (B)(6) 2014 to address a femoral periprosthetic fracture that occurred after the patient fell. A revision procedure to remove and replace the femoral components took place on (B)(6) 2014. An irrigation and debridement procedure was performed on (B)(6) 2014 due to infection. There were no components removed and replaced during the I&d procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2014-00784 & 07087 / 07090 for right hip and 1825034-2014-01837 for left hip).